Manufacturer narrative:
A philips service engineer reseated and secured the arm solenoid bushing to repair the system. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.

Event description:
A customer reported the swivel mechanism of their epiq 5g ultrasound system¿s control panel would not lock into position properly while transporting the unit within the user facility. No patient or user was harmed as a result of the issue.